Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and breast implant associated anaplastic large cell lymphoma; pathology has not been received and the markers of cd30(+) and alk(-) have not been reported or confirmed.

Event description:
Healthcare professional reported breast implant associated anaplastic large cell lymphoma and rupture; pathology has not been received and the markers of cd30(+) and alk(-) have not been reported or confirmed. Affected side is left. The device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: underweight, white encapsulation on all the device, broken shell, opening curved on radius, creases fold, wear abrasion, yellow particles in the shell and red particles in the gel. A visual and microscopic analysis was performed which identified: striated broken on anterior, opening crease sharp on anterior, missing shell and stress marks. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool. An opening crease sharp on anterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported breast implant associated anaplastic large cell lymphoma and rupture; pathology has not been received and the markers of cd30(+) and alk(-) have not been reported or confirmed. Affected side is left. The device has been explanted.